Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the patient had an appointment on (B)(6) 2020 to check the ins as the machine no longer worked right. The consumer clarified that the ins wasn¿t holding a charge and because of that, they hadn¿t charged the patient¿s ins in a while.